Manufacturer narrative:
A review of the manufacturing documentation associated with lot 117765876 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-tip of the 120 8x40 smart control stent was found deformed after it was removed from the packaging. Therefore, the device was unable to be inserted into the patient's body. The product was not used in the patient. Per additional information received in the manufacturer's product evaluation, brite tip was observed split/torn. There was no reported patient injury. The type of procedure is biliary stent implantation. There is no damage noted to the packaging of the device. The device was stored as per the instruction for use. The device was prepped per the instructions for use. The target lesion is biliary tract. The lesion was not calcified, had no vessel tortuosity, no stenosis and was not a chronic total occlusion (cto). The procedure was completed using another stent. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following (PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR, and adverse event problem) have been updated accordingly. The head-tip of the 8mm x 40mm 120cm smart control self-expanding stent (ses) was found deformed after it was removed from the packaging. Therefore, the device was unable to be inserted into the patient's body. The product was not used in the patient. There was no reported patient injury. The type of procedure was a biliary stent implantation. There was no damage noted to the packaging of the device. The device was stored as per the instruction for use. The device was prepped per the instructions for use (IFU). The target lesion was the biliary tract. The lesion was not calcified, had no vessel tortuosity, no stenosis and was not a chronic total occlusion (cto). The procedure was completed using another stent. The product was returned for analysis. A non-sterile 8mm x 40mm 120cm smart control self-expanding stent (ses) was received coiled inside a plastic bag. The pin lock was observed in place. Per visual analysis, the stent was not deployed. Blood residues were observed on the tip of the unit and human tissue was observed inside the catheter. The brite tip was observed split/torn. A kink was observed on the body of the catheter at 3.6 cm from the strain relief. No other anomalies were observed on the unit. A product history record (phr) review of lot 17765876 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "catheter tip - frayed/split/torn - during prep" was confirmed since the brite tip was observed split. The reported ¿catheter tip - out of shape¿ was not confirmed since the findings in the product analysis (split in the brite tip, the kink, the blood residues and human tissue inside the catheter) are evidence of the unit being procedurally used. The exact cause of the reported event and the condition of the unit as received could not be conclusively determined. The condition of the returned device does match the description of the complaint. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.